Event description:
It was reported that an angio-seal evolution was deployed post procedure. While preparing for discharge, the patient bent down from a sitting position, and felt a pop in the right groin. A large hematoma developed. Manual compression was applied for 15 minutes, then a femostop was applied. After the femostop was removed, the physician heard a right femoral bruit in the groin. An ultrasound was performed which was negative for pseudoaneurysm or fistula. The hematoma resolved later that day. The patient was kept overnight for observation and discharged the next day. The patient felt mild tenderness upon discharged; however, the tenderness had improved since the hematoma developed.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.